Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, reporter contacted animas and alleged that the 5.0unit bolus given from pump this morning at 7:30am didn't show up in bolus history. Reviewed bolus history and found patient had given three successful boluses after that time and reporter was able to give air bolus of 0.5units, and verified in bolus history. Reporter and patient are certain they dialed morning bolus into pump. Customer technical support (cts) reviewed importance of confirming bolus in history each time bolus is given. There is no allegation of an adverse event related to this issue. The complaint is being reported based on the allegation that the pump failed to record a bolus in the history.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history does not show evidence for the 5.0 unit bolus being programmed on the date of the event. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully, were fully delivered, and accurately recorded in the pump history. The keypad was found to be intact and all buttons responded appropriately.